Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia to 68 mg/dl for approximately 15 minutes on their second full day using the ilet, which was corrected with oral carbohydrate (orange juice) and did not require medical intervention. Symptoms included low blood glucose without reported loss of consciousness or other acute effects. Outcomes included resolution of the low with self-treatment and no hospitalization. Investigation included complaint handling review and user education regarding dexcom app alert settings versus ilet algorithm behavior, along with counseling that early-use adaptation can include transient lows. Investigation of this case revealed no device alarms or alerts and no device malfunction reported, with the event attributed to early adaptation while the system learns the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear.